Event description:
The event is reported as: the cuff would not deflate during pre use check. No pt injury reported.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the investigation are not available at the time of this report. The DHR (device history record) review was conducted for the reported lot number. The DHR investigation did not show issues related to the complaint.